Event description:
It was reported by service report that one prong of the power cord was slightly outward and it made it difficult to plug into the outlet. No pt involvement or adverse consequences are reported.